Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-02526, 2134265-2011-02525. Same case as MFR ID#: 2134265-2011-05562. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient presented due to stable angina (ccs class 3). Access was gained via the right femoral artery. In the left anterior descending (lad) there was diffuse disease in the proximal vessel with a patent left internal mammary artery (lima). There was also a high grade 80% stenosed and 20mm long lesion in the juxtaposed first diagonal with a reference vessel diameter of 2.25mm where the anastomosis of the lad appeared to be landing. There was a high grade 80-90% ostial 12mm long stenosis in the left circumflex (lcx) with a reference vessel diameter of 3.0mm. There was reported to be poor flow from a radial graft to the obtuse marginal. A 6f non-bsc guide catheter and a forte guide wire were used to access the lad and a non-bsc guide wire was also advanced down the lcx. Predilation was performed in the origin of the first diagonal and the mid lad and the lad segment proximal to the lima graft. A 2.25x12mm taxus liberte stent was then deployed in the first diagonal, followed by a 2.75x18mm promus stent deployed in the lad reaching into the diagonal, and a 2.75x28mm promus stent placed in the lad more mid to proximal. All the stents placed thus far were placed in tandem. High pressure post dilation was performed with a non-compliant balloon. A 3.0x16mm taxus liberte stent was then deployed in the origin of the lad covering the origin of the lcx lesion using a "blocking balloon" technique in the left main (lm) lad. A final 3.5x28mm promus stent was then placed in the lm into the lad creating a "true t" at the bifurcation of the left main and lcx. A choice pt wire was advanced through the lm and lcx stented segment and high pressure kissing balloon inflation was performed between the left main, lad and lcx. Final images confirmed significant improvement with less than 10% residual stenosis and timi-3 flow. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2011: the patient presented with recurrent and accelerating class iii angina. Cardiac catheterization revealed that the lad was occluded distally, with in stent restenosis of a previously deployed stent. The proximal lad was patent. The left main was patent with a displaced non-bsc stent that had 50-70% mid focal in stent restenosis. The lcx had 80-90% focal in stent restenosis of a previously placed non-bsc stent at the ostium. The mid lad was treated with predilation and deployment of a 3.0x20mm taxus ion stent followed by post dilation resulting in 10% residual stenosis. The ostial lcx and left main were treated with balloon angioplasty and deployment of a 2.75x24mm ion stent. Post dilation was performed using kissing balloon technique resulting in 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).